Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -8.50 into the patient's left eye (os) on (B)(6) 2018. The surgeon reports low vault. The lens remains implanted and the patient will continue to be monitored. No additional information is available at this time.